Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose of 438 mg/dl, 38 mg/dl. Customer¿s current blood glucose was 87 mg/dl. The customer did not experience any symptoms such as a result of high blood nausea,thirsty and very tired. The customer treated with the xyz. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.